Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the pump screen had "ink blots" that blocked part of the screen. Customer's blood glucose level ranged from approximately 200-222 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.